Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment of interrogation issues, when bench tested with a known good programmer while manipulating the cable of the device it interrogated with no faults or anomalies observed. (B)(4).

Event description:
It was reported that the programmer and radio frequency (rf) programmer head would not establish telemetry with multiple devices; intermittent telemetry would be gained while the device was in a box, however, telemetry was very difficult once implanted. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.